Event description:
On 11/05/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital in 2008, approximately 10 hours after having undergone regular hemodialysis treatment. While hospitalized the patient was administered heparin the following day, for both anticoagulation therapy and in connection with his ongoing hemodialysis treatments and began to have symptoms consistent with the hypersensitivity type adverse reactions from contaminated heparin. The patient passed the following month.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.